Event description:
An initial event notification was received by sequel med tech, llc, on 08-dec-2025 and forwarded to millyard advanced medical products, llc on the same day. The user reported changing their infusion set on (B)(6) 2025. On the morning of (B)(6) 2025, the user experienced a severe headache. The user administered boluses of insulin via the twiist pump but reported a glucose value of 485 mg/dl. A ketone test performed by the user was reported as "large." The user subsequently administered insulin via an alternative method and went to the emergency room (ER). The user was administered saline and left the ER that same day with a glucose value of 126 mg/dl and "small" ketones. The user discontinued use of the twiist automated insulin delivery system as a result of the reported event. The user reported that upon removal of the infusion site, the cannula was unremarkable. The user retained the cassette but disposed of the infusion set tubing.

Manufacturer narrative:
A specific cause for the reported event could not be determined based on the information available for assessment. System logs from the time of the event show that the basal insulin delivery rate adjusted as expected to readings from the user's continuous glucose monitor (cgm). The basal rate decreased to 0 units/hour when the user's forecasted glucose was predicted to be below the suspend threshold, and increased above the basal rate when the user's glucose was forecasted to be higher than the user's target glucose range. Additionally, the delivered volumes of insulin matched the owed volumes throughout the timeframe of the complaint. Leading up to the reported event, the system logs show transient occlusion-like behavior that appeared to be consistent with an occlusion external to the twiist pump. Therefore, it was determined that the twiist automated insulin delivery (aid) system was operating as expected. This event is being reported out of an abundance of caution as no material relevant to the reported event has been made available to millyard advanced medical products, llc, for further investigation.